Event description:
It was reported that the patient had undergone a total shoulder repair in 2002. The base plate on the universe stem fractured causing the head to shift and a revision surgery was required. The implanted humeral stem, the head, and the glenoid were removed. A device from another MFR was implanted during the revision. Further pt information was requested without success. The device is used for treatment.

Manufacturer narrative:
The lot numbers were not provided for concomitant devices. The actual complaint device has been rec'd and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.